Event description:
It was reported that during a prophylactic vns generator replacement surgery the patient experienced tachycardia and low heart rate in the operating room. The implant card from the surgery confirmed that impedance testing confirmed the device was functioning as intended. The device was programmed on after surgery except for the autostimulation feature. A review of manufacturing records confirmed that the device passed quality control inspection prior to distribution. No additional relevant information has been received to date.